Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of the homechoice cassette. At first the patient thought they had a hole in the patient line, but during the follow up, they clarified that they did not find any holes, cuts or damage to the tubing. The patient stated that the line was not priming all the way even though they attempted to re-prime two times. After checking the lines and the set-up, the patient noted that the patient line was a little wet. They found that the line was leaking from the connection underneath the plastic patient line connector and the plastic tubing. The patient started the therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.